Event description:
A center director reported a case of bilateral mild inflammation, observed at one day post lasik treatment. Reporter, indicated patient placed on increased topical steroid drops and oral steroid tablets. Patient noted vision fluctuating. Upon additional follow up, reporter indicated the patient was improving. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).